Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the video cable section was broken, and the light transmission was lost/too low. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle of the video cable section being broken causing the light transmission to be lost/too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the light guide bundle of the video cable section was broken and the light transmission was lost/too low. There was no patient involvement.